Event description:
As reported by the user facility: ref number 8713050u, serial number (B)(4), occurred (B)(6) 2014; reports nurse started blood transfusion started at 12 pm to run at 100ml per hour at 3 pm pump read 340 ml infused but more than 250 ml remaining in bag. No pt injury. Uhs attempted to duplicate the same set up and could not. Imp ref number 9610825-2014-00037.